Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The pt was asymptomatic during this event. The lesion in the right coronary artery had been predilated with a maverick2 3.0/20 mm balloon. The physician used a 6f terumo introducer sheath for vascular access and a biotronick galeo guidewire and a mach 1 fr 3.5 guide catheter to cross the lesion. The express2 monorail 16/4.5 mm device was introduced and removed from the guide catheter once before deployment of the stent. The physician had no difficulty inflating the balloon. The balloon was visibie under fluoroscopy when under negative pressure. The express2 monorail 16/45 mm stent was successfully deployed at 11 atms, but the physician experienced difficulty removing the delivery balloon from the stent. The balloon was inflated and deflated three times, and the catheter was moved forward, turned and pulled back in order to remove the delivery device. The deflated balloon was removed from the pt in an intact state. The procedure was successfully completed without additional complications. Pt status is listed as 'satisfactory/good'.